Event description:
The customer's wife called to report that the customer has been experiencing high blood glucose levels between 400 and 500 mg/dl. She also stated that the unit had given multiple motor error alarms. Later, the wife called to report that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 400 mg/dl. She stated that the customer had a bent cannula, but the insulin pump did not detect it. The customer was given a manual injection, then taken to the hospital. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, error, basic occlusion and self tests. All operating currents were within specifications. No motor error alarms were noted, and the off no power alarm functioned properly. The unit was unable to prime during the prime test due to a faulty force sensor. Unable to conduct the occlusion or excessive no delivery alarm tests due to the prime anomaly. The motor passed the motor test. Visual inspection revealed a scratched display window, cracked reservoir tube lip and cracked battery tube threads.